Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) sytem overheating and stops cycling.

Manufacturer narrative:
Updated fields: b4, b5, g2, g3, g6, h2, h6 (health effect ¿ clinical code, health effect ¿ impact codes).

Event description:
It was reported during on-patient use that cardiosave intra-aortic balloon pump (iabp) system overheating and stops cycling. No harm was caused.